Event description:
It was reported that the lead exhibited high capture threshold. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found an insulation abrasion at 13.5 cm from the connector pin. The abrasion is consistent with that caused by friction to another device.